Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that since the procedure, the trial patient¿s stomach had been ¿turning¿ and they had a lot of bowel movements (bm). On (B)(6) 2017 it was reported that when the patient increased the stimulation to 2.4, they noticed over time their left foot had toe cramping, constant tingling, and the felt cold. The patient was advised to lower the stimulation. Additional information received on (B)(6) 2017, reported that the trial patient thought they had a bladder infection. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the health care professional stated the patient had a history of uti's and stated the uti was after the trial and was "cleared up" on (B)(6) 2017. The hcp stated the cause of the uti was from e. Coli and was not related to the device. The patient was given antibiotics and issue was resolved. There were no further complications reported.